Manufacturer narrative:
The patient's weight was not provided. Approximate age of device - 5 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had an issue with the device maintaining speed on (B)(6) 2018, and that the patient had a known thrombus. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus could not be conclusively determined. Review of the log file submitted under cs-107492 confirmed three events where the pump speed decreased as low as 8110rpm, which was below the 8400rpm low speed limit. The events occurred while the system was operating on a power module and showed corresponding increases in pump power. No further pump power elevations or low speed events were captured during the final three days of the log file. Multiples requests for additional information regarding the (B)(6) 2018 event were issued to (B)(6) , but no additional information was provided. The patient remains ongoing on vad support and no further issues have been reported. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Devices model number was inadvertently omitted from previous report.